Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap gastric bypass. According to the reporter: after the suture was loaded and introduced into the abdominal cavity, the surgeon completed 1st throw and suture broke in the middle of the strand. Box of each was set aside and a new box opened. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.